Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("it moved and perforated the uterine tube"), embedded device ("the right coil abnormally located within the uterine myometrium cornua"), pregnancy with contraceptive device ("became pregnant"), abortion spontaneous ("miscarriage") and cystitis ("bladder infection") in a 30-year-old female patient (gravida 6, para 4) who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy, multigravida and parity 4. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), acne ("acne"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), myalgia ("muscle pain"), back pain ("severe back pain"), fatigue ("fatigue"), depression ("depression") with crying, weight fluctuation ("weight fluctuations"), menorrhagia ("menorrhagia"), cystitis (seriousness criterion medically significant), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), fibromyalgia ("fibromyalgia"), migraine ("migraine headache"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), insomnia ("insomnia"), polymenorrhoea ("biweekly period"), nausea ("nausea"), bone pain ("pain in bone"), pain in extremity ("feet pain") and anxiety ("nervous tic"). The patient's last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (one side removal of fallopian tube). At the time of the report, the fallopian tube perforation, embedded device, vaginal haemorrhage, acne, dysmenorrhoea, abdominal pain, myalgia, back pain, fatigue, depression, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, fibromyalgia, migraine, dyspareunia, vaginal discharge, vision blurred, insomnia, polymenorrhoea, bone pain and pain in extremity had resolved and the pregnancy with contraceptive device, abortion spontaneous, weight fluctuation, nausea and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, anxiety, back pain, bone pain, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, insomnia, menorrhagia, migraine, myalgia, nausea, pain in extremity, polymenorrhoea, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. The reporter commented: consumer stated that she had a ectopic pregnancy in 2010 and because of this, the device could not be inserted correctly. She also stated that essure was inserted only on right side because she had her left tube cut due to an ectopi pregnancy in 2010 (discrepant information since hsg showed bilateral coils placed). Removal details: removal of the left essure coil. Right essure coil not identified within the fallopian tube, but coiled within the uterine cornua. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: positive. On (B)(6) 2014 hysterosalpingogram was performed and showed the right coil abnormally located within the uterine myometrium. Patent right tube. Left essure device present (properly poisoned) in left lobe fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: bone pain, abdominal pain, nausea, urinary tract infection, spontaneous abortion, fatigue, headache, myalgia, back pain. Most recent follow-up information incorporated above includes: on 11-jun-2018: pfs and mr received. New reporter added (case became medically significant). Indication added. Events added: acne, infection (bladder/ urinary tract/vaginal), apareunia, fibromyalgia, migraines / headaches, dyspareunia, vaginal discharge, blurred vision, insomnia, biweekly period, nausea, pain in bone, nervous tick, feet pain, muscle pain. Event abnormal bleeding was updated to vaginal bleeding and menorrhagia). Event the right coil abnormally located within the uterine myometrium was updated to it moved and perforated the uterine tube / the right coil abnormally located within the uterine myometrium cornua (coded to uterine perforation). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("it moved and perforated the uterine tube"), embedded device ("the right coil abnormally located within the uterine myometrium cornua"), pregnancy with contraceptive device ("became pregnant/pregnancy"), abortion spontaneous ("miscarriage") and cystitis ("bladder infection") in a 30-year-old female patient who had essure (batch no. B21572) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2010, multigravida and parity 4 (dates of live births: (B)(6) 2006; (B)(6) 2008, (B)(6) 2011, (B)(6) 2013). Concomitant products included oral contraceptive nos since (B)(6) 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/(sex was painful and had diminished intimacy with her husband)"). On (B)(6) 2013, the patient experienced depression ("depression") with crying and insomnia ("insomnia/she couldn't sleep because of the pain in her back. She thought she was going crazy."), 2 months 7 days after insertion of essure. On (B)(6) 2014, the patient experienced urinary tract infection ("urinary infection (after essure, she had a hard time reliving herself because she was in a lot of pain. This gave her infection)"). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), acne ("acne"), dysmenorrhoea ("severe menstrual pain/her periods became heavy and became biweekly. They were accompanied with pain"), fatigue ("fatigue"), vaginal infection ("vaginal infection (she had a lots of vaginal fluid. It gave her infections)"), vaginal discharge ("vaginal discharge (she had a lots of vaginal fluid. It gave her infections)"), nausea ("nausea"), uterine spasm ("her periods became heavy and became biweekly. They were accompanied with spasms") and pelvic pain ("pain: chronic pelvic pain"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("severe abdominal pain"), myalgia ("muscle pain"), back pain ("severe back pain"), weight fluctuation ("weight fluctuations"), cystitis (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), fibromyalgia ("fibromyalgia"), migraine ("migraine headache"), vision blurred ("blurred vision (she started to get blurry vision with headaches, she developed a nervous tick. She had to get glasses)"), polymenorrhoea ("biweekly period"), bone pain ("pain in bone"), pain in extremity ("feet pain"), anxiety ("nervous tic"), headache ("pain: pain in head"), tic ("I developed a nervous tic.I had to get glasses") and urinary retention ("complication of device removal-I am not able to urinate"). The patient was treated with ciprofloxacin hydrochloride (cipro) and surgery (salpingectomy (one side removal of fallopian tube)). At the time of the report, the fallopian tube perforation, embedded device, vaginal haemorrhage, menorrhagia, acne, dysmenorrhoea, abdominal pain, myalgia, back pain, fatigue, depression, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, fibromyalgia, migraine, dyspareunia, vaginal discharge, vision blurred, insomnia, polymenorrhoea, bone pain and pain in extremity had resolved and the pregnancy with contraceptive device, abortion spontaneous, weight fluctuation, nausea, anxiety, headache, uterine spasm, pelvic pain and tic outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, anxiety, back pain, bone pain, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, headache, insomnia, menorrhagia, migraine, myalgia, nausea, pain in extremity, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, tic, urinary retention, urinary tract infection, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. The reporter commented: -depression: she was taking medication for depression. She cried a lot and felt bad. She didn't want to do anything. She was afraid, she would die because of how bad she felt. -abnormal (vaginal/menorrhagia): her periods became heavy and became biweekly. They were accompanied with pain, spasms and nausea. -malposition of essure device: she had an ectopic pregnancy in 2010, so the device couldn't be inserted correctly. Also on the other side, the device was about to puncture her uterus. Consumer stated that she had a ectopic pregnancy in 2010 and because of this, the device could not be inserted correctly. She also stated that essure was inserted only on right side because she had her left tube cut due to an ectopic pregnancy in 2010 (discrepant information since hsg showed bilateral coils placed). Removal details: removal of the left essure coil. Right essure coil not identified within the fallopian tube, but coiled within the uterine cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: right coil abnormally located within the uterine myometrium. Patent right tube. Left essure device present (properly poisoned) in left lobe fallopian tube.. Pregnancy test: on (B)(6) 2015: positive. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: bone pain, abdominal pain, nausea, urinary tract infection, spontaneous abortion, pregnancy with contraceptive device , fatigue, headache, myalgia, back pain, pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('it moved and perforated the uterine tube'), embedded device ('the right coil abnormally located within the uterine myometrium cornua'), uterine perforation ('the device was about to puncture my uterus'), ectopic pregnancy with contraceptive device ('became pregnant/pregnancy / ectopic pregnancy') and abortion spontaneous ('miscarriage') in a 30-year-old female patient who had essure (batch no. B21572) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2010, multigravida and parity 4 (dates of live births: (B)(6)2006; (B)(6)2008, (B)(6)2011, (B)(6)2013). Concomitant products included oral contraceptive nos since (B)(6) 2014 to 2015. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/(sex was painful and had diminished intimacy with her husband)"). On (B)(6)2013, the patient experienced depression ("depression") with crying and insomnia ("insomnia/she couldn't sleep because of the pain in her back. She thought she was going crazy."), 2 months 7 days after insertion of essure. On (B)(6)2014, the patient experienced urinary tract infection ("urinary infection (after essure, she had a hard time reliving herself because she was in a lot of pain. This gave her infection)"). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), acne ("acne"), dysmenorrhoea ("severe menstrual pain/her periods became heavy and became biweekly. They were accompanied with pain"), fatigue ("fatigue\ I was always tired and didnt want to do anything. Before essure I was athletic but now I feel fatigued"), vaginal infection ("vaginal infection (she had a lots of vaginal fluid. It gave her infections)"), vaginal discharge ("vaginal discharge (she had a lots of vaginal fluid. It gave her infections)"), nausea ("nausea"), uterine spasm ("her periods became heavy and became biweekly. They were accompanied with spasms") and pelvic pain ("pain: chronic pelvic pain"). On (B)(6)2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("severe abdominal pain"), myalgia ("muscle pain"), back pain ("severe back pain"), weight fluctuation ("weight fluctuations"), female sexual dysfunction ("apareunia"), fibromyalgia ("fibromyalgia"), migraine ("migraine headache"), vision blurred ("blurred vision (she started to get blurry vision with headaches, she developed a nervous tick. She had to get glasses)"), polymenorrhoea ("biweekly period"), bone pain ("pain in bone"), pain in extremity ("feet pain/ leg pain"), anxiety ("nervous tic"), headache ("pain: pain in head"), tic ("I developed a nervous tic.I had to get glasses"), urinary retention ("complication of device removal-I am not able to urinate"), dysuria ("dysuria") and arthralgia ("joint pain"). The patient was treated with ciprofloxacin hydrochloride (cipro) and surgery (salpingectomy (one side removal of fallopian tube)). At the time of the report, the fallopian tube perforation, embedded device, cystitis, vaginal haemorrhage, menorrhagia, acne, dysmenorrhoea, abdominal pain, myalgia, back pain, fatigue, depression, urinary tract infection, vaginal infection, female sexual dysfunction, fibromyalgia, migraine, dyspareunia, vaginal discharge, vision blurred, insomnia, polymenorrhoea, bone pain and pain in extremity had resolved and the uterine perforation, ectopic pregnancy with contraceptive device, abortion spontaneous, weight fluctuation, nausea, anxiety, headache, uterine spasm, pelvic pain, tic, dysuria and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6)2016. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, anxiety, arthralgia, back pain, bone pain, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, headache, insomnia, menorrhagia, migraine, myalgia, nausea, pain in extremity, pelvic pain, polymenorrhoea, tic, urinary retention, urinary tract infection, uterine perforation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. The reporter commented: -depression: she was taking medication for depression. She cried a lot and felt bad. She didn't want to do anything. She was afraid, she would die because of how bad she felt. Abnormal (vaginal/menorrhagia): her periods became heavy and became biweekly. They were accompanied with pain, spasms and nausea. Malposition of essure device: she had an ectopic pregnancy in 2010, so the device couldn't be inserted correctly. Also on the other side, the device was about to puncture her uterus. Consumer stated that she had a ectopic pregnancy in 2010 and because of this, the device could not be inserted correctly. She also stated that essure was inserted only on right side because she had her left tube cut due to an ectopi pregnancy in 2010 (discrepant information since hsg showed bilateral coils placed). Removal details: removal of the left essure coil. Right essure coil not identified within the fallopian tube, but coiled within the uterine cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: right coil abnormally located within the uterine myometrium. Patent right tube. Left essure device present (properly poisoned) in left lobe fallopian tube. Pregnancy test - on (B)(6)2015: positive. X-ray - on (B)(6)2014: result- the essure on the right fallopian tube moved. My left fallopian tube is cut and therefore the doctor only needed to put the essure on the right side and not on both. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: bone pain, abdominal pain, nausea, urinary tract infection, spontaneous abortion, pregnancy with contraceptive device , fatigue, headache, myalgia, back pain, pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: pif received: new events- dysuria, joint pain, uterine perforation were added. Lab test was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("it moved and perforated the uterine tube"), embedded device ("the right coil abnormally located within the uterine myometrium cornua"), pregnancy with contraceptive device ("became pregnant/pregnancy"), abortion spontaneous ("miscarriage") and cystitis ("bladder infection") in a 30-year-old female patient who had essure (batch no. B21572) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2010, multigravida and parity 4 (dates of live births: (B)(6) 2006; (B)(6) 2008, (B)(6) 2011, (B)(6) 2013). Concomitant products included oral contraceptive nos since (B)(6) 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/(sex was painful and had diminished intimacy with her husband)"). On (B)(6) 2013, the patient experienced depression ("depression") with crying and insomnia ("insomnia/she couldn't sleep because of the pain in her back. She thought she was going crazy."), 2 months 7 days after insertion of essure. On (B)(6) 2014, the patient experienced urinary tract infection ("urinary infection (after essure, she had a hard time reliving herself because she was in a lot of pain. This gave her infection)"). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), acne ("acne"), dysmenorrhoea ("severe menstrual pain/her periods became heavy and became biweekly. They were accompanied with pain"), fatigue ("fatigue"), vaginal infection ("vaginal infection (she had a lots of vaginal fluid. It gave her infections)"), vaginal discharge ("vaginal discharge (she had a lots of vaginal fluid. It gave her infections)"), nausea ("nausea"), uterine spasm ("her periods became heavy and became biweekly. They were accompanied with spasms") and pelvic pain ("pain: chronic pelvic pain"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("severe abdominal pain"), myalgia ("muscle pain"), back pain ("severe back pain"), weight fluctuation ("weight fluctuations"), cystitis (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), fibromyalgia ("fibromyalgia"), migraine ("migraine headache"), vision blurred ("blurred vision (she started to get blurry vision with headaches, she developed a nervous tick. She had to get glasses)"), polymenorrhoea ("biweekly period"), bone pain ("pain in bone"), pain in extremity ("feet pain"), anxiety ("nervous tic"), headache ("pain: pain in head"), tic ("I developed a nervous tic. I had to get glasses") and micturition disorder ("complication of device removal-I am not able to urinate"). The patient was treated with ciprofloxacin hydrochloride (cipro) and surgery (salpingectomy (one side removal of fallopian tube)). At the time of the report, the fallopian tube perforation, embedded device, vaginal haemorrhage, menorrhagia, acne, dysmenorrhoea, abdominal pain, myalgia, back pain, fatigue, depression, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, fibromyalgia, migraine, dyspareunia, vaginal discharge, vision blurred, insomnia, polymenorrhoea, bone pain and pain in extremity had resolved and the pregnancy with contraceptive device, abortion spontaneous, weight fluctuation, nausea, anxiety, headache, uterine spasm, pelvic pain and tic outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, anxiety, back pain, bone pain, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, headache, insomnia, menorrhagia, micturition disorder, migraine, myalgia, nausea, pain in extremity, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, tic, urinary tract infection, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. The reporter commented: -depression: she was taking medication for depression. She cried a lot and felt bad. She didn't want to do anything. She was afraid, she would die because of how bad she felt. -abnormal (vaginal/menorrhagia): her periods became heavy and became biweekly. They were accompanied with pain, spasms and nausea. -malposition of essure device: she had an ectopic pregnancy in 2010, so the device couldn't be inserted correctly. Also on the other side, the device was about to puncture her uterus. Consumer stated that she had a ectopic pregnancy in 2010 and because of this, the device could not be inserted correctly. She also stated that essure was inserted only on right side because she had her left tube cut due to an ectopic pregnancy in 2010 (discrepant information since hsg showed bilateral coils placed). Removal details: removal of the left essure coil. Right essure coil not identified within the fallopian tube, but coiled within the uterine cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: right coil abnormally located within the uterine myometrium. Patent right tube. Left essure device present (properly poisoned) in left lobe fallopian tube. Pregnancy test - on (B)(6) 2015: positive. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: bone pain, abdominal pain, nausea, urinary tract infection, spontaneous abortion, pregnancy with contraceptive device , fatigue, headache, myalgia, back pain, pelvic pain, menorrhagia." Most recent follow-up information incorporated above includes: on 10-may-2019: pfs and mr received: essure lot number was added. Reporter information was added. Lab data was added. Essure indication was amended. Concomitant and treatment medications were added. Per plaintiff fact sheet following events: pain: pain in head, her periods became heavy and became biweekly. They were accompanied with spasms and pelvic pain, tic ,micturition disorder were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('it moved and perforated the uterine tube'), embedded device ('the right coil abnormally located within the uterine myometrium cornua'), uterine perforation ('the device was about to puncture my uterus'), ectopic pregnancy with contraceptive device ('became pregnant/pregnancy / ectopic pregnancy') and abortion spontaneous ('miscarriage') in a 30-year-old female patient who had essure (batch no. B21572) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2010, multigravida and parity 4 (dates of live births: (B)(6) 2006; (B)(6) 2008, (B)(6) 2011, (B)(6) 2013). Concomitant products included oral contraceptive nos since august 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/(sex was painful and had diminished intimacy with her husband)"). On (B)(6) 2013, the patient experienced depression ("depression") with crying and insomnia ("insomnia/she couldn't sleep because of the pain in her back. She thought she was going crazy."), 2 months 7 days after insertion of essure. On (B)(6) 2014, the patient experienced urinary tract infection ("urinary infection (after essure, she had a hard time reliving herself because she was in a lot of pain. This gave her infection)"). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), acne ("acne"), dysmenorrhoea ("severe menstrual pain/her periods became heavy and became biweekly. They were accompanied with pain"), fatigue ("fatigue\ I was always tired and didn't want to do anything. Before essure I was athletic but now I feel fatigued"), vaginal infection ("vaginal infection (she had a lots of vaginal fluid. It gave her infections)"), vaginal discharge ("vaginal discharge (she had a lots of vaginal fluid. It gave her infections)"), nausea ("nausea"), uterine spasm ("her periods became heavy and became biweekly. They were accompanied with spasms") and pelvic pain ("pain: chronic pelvic pain"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("severe abdominal pain"), myalgia ("muscle pain"), back pain ("severe back pain"), weight fluctuation ("weight fluctuations"), female sexual dysfunction ("apareunia"), fibromyalgia ("fibromyalgia"), migraine ("migraine headache"), vision blurred ("blurred vision (she started to get blurry vision with headaches, she developed a nervous tick. She had to get glasses)"), polymenorrhoea ("biweekly period"), bone pain ("pain in bone"), pain in extremity ("feet pain/ leg pain"), anxiety ("nervous tic"), headache ("pain: pain in head"), tic ("I developed a nervous tic.I had to get glasses"), urinary retention ("complication of device removal-I am not able to urinate"), dysuria ("dysuria"), arthralgia ("joint pain"), device expulsion ("malposition of essure / migration of essure") and incontinence ("bladder or urinary (incontinence)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ciprofloxacin hydrochloride (cipro) and surgery (salpingectomy (one side removal of fallopian tube)). At the time of the report, the fallopian tube perforation, embedded device, cystitis, vaginal haemorrhage, menorrhagia, acne, dysmenorrhoea, abdominal pain, myalgia, back pain, fatigue, depression, urinary tract infection, vaginal infection, female sexual dysfunction, fibromyalgia, migraine, dyspareunia, vaginal discharge, vision blurred, insomnia, polymenorrhoea, bone pain and pain in extremity had resolved and the uterine perforation, ectopic pregnancy with contraceptive device, abortion spontaneous, weight fluctuation, nausea, anxiety, headache, uterine spasm, pelvic pain, tic, dysuria, arthralgia, device expulsion, incontinence and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, anxiety, arthralgia, back pain, bone pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, dysuria, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, incontinence, insomnia, menorrhagia, migraine, myalgia, nausea, pain in extremity, pelvic pain, polymenorrhoea, tic, urinary retention, urinary tract infection, uterine perforation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. The reporter commented: -depression: she was taking medication for depression. She cried a lot and felt bad. She didn't want to do anything. She was afraid, she would die because of how bad she felt. -abnormal (vaginal/menorrhagia): her periods became heavy and became biweekly. They were accompanied with pain, spasms and nausea. -malposition of essure device: she had an ectopic pregnancy in 2010, so the device couldn't be inserted correctly. Also on the other side, the device was about to puncture her uterus. Consumer stated that she had a ectopic pregnancy in 2010 and because of this, the device could not be inserted correctly. She also stated that essure was inserted only on right side because she had her left tube cut due to an ectopic pregnancy in 2010 (discrepant information since hsg showed bilateral coils placed). Removal details: removal of the left essure coil. Right essure coil not identified within the fallopian tube, but coiled within the uterine cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: right coil abnormally located within the uterine myometrium. Patent right tube. Left essure device present (properly poisoned) in left lobe fallopian tube.. Pregnancy test - on (B)(6) 2015: positive. X-ray - on (B)(6) 2014: result- the essure on the right fallopian tube moved. My left fallopian tube is cut and therefore the doctor only needed to put the essure on the right side and not on both.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: bone pain, abdominal pain, nausea, urinary tract infection, spontaneous abortion, pregnancy with contraceptive device , fatigue, headache, myalgia, back pain, pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received: newly added events- device expulsion, incontinence nos, hormonal imbalance. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("the right coil abnormally located within the uterine myometrium"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("became pregnant") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 11 months 12 days after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), depression ("depression") and weight fluctuation ("weight fluctuations"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of right cornu and exploration and removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain, back pain, fatigue, depression and weight fluctuation outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, pregnancy with contraceptive device and weight fluctuation to be related to essure. Diagnostic results: on (B)(6) 2014 hysterosalpingogram was performed and showed left coil properly positioned with full occlusion and the right coil abnormally located within the uterine myometrium. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.